Manufacturer narrative:
D4 unique identifier (UDI) for cuff: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that this artificial urinary sphincter (aus) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the balloon connecting tube was found. The balloon was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4 unique identifier (UDI) for cuff: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The balloon did not pass functional testing due to an output pressure reading above the specified limit. The balloon passed leak testing and visual inspection. Based on the available information and analysis results, the reported clinical observation of tube hole/perforated could not be confirmed. However, the nonconformance of device mechanical problem was most likely caused by the balloon output pressure exceeding the specified limit during functional testing.

Event description:
It was reported that this artificial urinary sphincter (aus) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the balloon connecting tube was found. The balloon was explanted and replaced. No patient complications were reported.